Event description:
During a code, the patient needed to be continuously suctioned. We were unable to effectively suction the patient due to a defective suction yankauer device. The terminal end of the suction device is sealed where it should be open in order to extract the fluids. The end had to be cut off without success; the plastic tubing had to be used ineffectively to provide some type of suctioning.